Event description:
Meter was set to the incorrect unit of measurement. The patient noticed the meter was reading in mmol/l so she went to the local diabetes clinic for assistance. No blood glucose results were reported, nor was any medical intervention required. The answers to the questions asked by customer service, indicates the patient took insulin. Her medications were changed during the visit to the clinic. No symptoms were reported. Her meter was previously set to the correct unit of measurement. She had not made any changes to the unit of measurement.